Manufacturer narrative:
Findings: pump received with intermittent button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with moisture damage on lcd board electronics assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, cracked battery tube threads and missing end capsticker. (B)(4) 2014.

Event description:
It is reported that a customer received a button error alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer said she will be treated with manual injections for high blood glucose. The customer states that she was running with her insulin pump device attached to her bra and moisture from perspiration might have gotten into the device causing the button error. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.